Event description:
It was reported that during a revision surgery the driver tip broke off and remains in the patient. Revision was being performed as the patient had not fused and failure of the instrumentation. As the surgeon was turning the locking mechanism of the newly implanted trinica plate, the tip of the driver broke off in the locker. The tip remains in the locking mechanism inside the patient. The surgeon wasn¿t concerned with leaving it is as it was secure in the mechanism. A backup driver was opened and the case proceeded without delay.

Manufacturer narrative:
Visual analysis of the returned device confirmed the reported event. Mfg records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specs. The most probable root cause of this event was operational context as the device performance was limited by procedural/anatomical factors. This is the final report that will be submitted associated with this incident and device. No add¿l action is required at this time.